Event description:
It was reported that within a few weeks after implant, the right ventricular (rv) lead had dislodged and appeared to be in a more pr oximal location than immediately post-op. During the revision, the helix on the rv lead was retracted, a stylet was inserted into the lead and the lead was repositioned. The helix was then extended and testing showed nominal values. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).